Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during priming. Customer stated that this no delivery alarm was resolved by a set change. The customer also stated that adhesive that would not stick caused an additional no delivery alarm. The customer stated that the set fell off triggering a no delivery alarm. The customer stated that he changed the set and resolved the no delivery alarm. Blood glucose level at the time of the incident was 139 mg/dl. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.